Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university only the main coil was returned. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, also the arm coil was detached. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specification.

Event description:
Reportable based on device analysis completed on 07jun2024. It was reported that the coil was stuck and was stretched. An 18mm x 40cm interlock-35 was selected for use to treat gastric fundus venous bleeding. During the procedure, it was noted that the coil was stuck and could not be advanced forward. The coil was pulled out of the catheter, and it was noted that the coil was stretched. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the arm coil was detached.